Manufacturer narrative:
B1 correction: updated from product problem to adverse problem/product problem b2 correction: outcomes attributed to ae updated from na to required intervention h1 correction: type of reportable event updated from malfunction to serious injury

Event description:
It was reported the procedure was to treat an 100% stenosed lesion in the external iliac artery. After pre-dilatation with a 6mm balloon, the 8x80mm absolute pro self expanding stent system (sess) was advanced to the target lesion and the stent was attempted to be deployed; however, the stent was only able to be deployed 2mm when the thumbwheel stop turning. Therefore, the handle was disassembled to pull the partially deployed stent pulled back through the sheath to remove the sess from the patient. Another 8x80mm absolute pro stent was used to complete the procedure. A delay in the procedure was noted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal shaft was bent in the 100% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, the handle was disassembled to pull the partially deployed stent pulled back through the sheath to remove the sess from the patient. Another 8x80mm absolute pro stent was used to complete the procedure. A delay in the procedure was noted. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.